Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the tip of the device broke off. The surgeon was able to retrieve the tip inside the patient with no problem, so nothing was left in there. An x-ray was not needed to retrieved the piece and so as further medical or surgical interventions. A ne device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the dissector had a broken waveguide. The tip of the waveguide was not returned. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated, indicating that the device was not functional. The waveguide was missing its tip, and the tip was not returned. Further investigation revealed that the waveguide was excessively torqued to the side during use, causing it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the material failed. The investigation identified the cause of the reported event to be user error. The instructions for use (IFU) warns; contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.